Event description:
It was reported that a spectrum pump infused less than the programmed amount. The customer reported that a primary infusion was setup to deliver 1000 ml at 100 ml/hr. The secondary infusion bag was later found full and the pump displayed that 54 ml had been delivered. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.